Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? Staple deploy little bit or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes partially fire or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that the device did not work during the second fairing. The staples didn't go out at all. It had no major problem with the patient because it was open. It was used after washing jaw clean before the second firing. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # t5ap78 device analysis: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.